Manufacturer narrative:
Investigation: the complaint was investigated for no image being displayed on the catheter. Tthis event was initially reported on ventricular tachycardia (vt) procedure, but based on the additional information received, it occurred on an atrial tachycardia (at) procedure. Also, the use of another catheter to complete the study led to a delay of 30 mins. There was no harm to the patient due to this event. The returned catheter was inspected. During the investigation it was found that the cause of this issue was acoustic array de-lamination due to user mishandling. In this case, the user is advised to use extra caution when handling the imaging area of the catheter. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that prior to a ventricular tachycardia (vt) procedure, the catheter was connected to the ultrasound system and inserted into the patient's anatomy. In the middle of the procedure, it was observed that there was no image being displayed on the ultrasound system. The catheter was removed and a replacement catheter was used to complete the procedure. No additional information was provided.